Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation of the broken cortex screw shows that the head is broken off due to mechanical overloading during use. The specified dimensions were checked during final inspection and found to be ok. No manufacturing or material related issue could be identified. The broken surface is homogenous what indicates material conformity as well. Plastically deformation at cruciform recess indicates exceeding applied force by the user while insertion. Mechanical overloading situation created by applying exceeding torsional force may have caused the rupture. No indication for material or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the head of a screw broken intraoperative when the surgeon attempted to hold the screw with the screwdriver. The surgeon advised that excess force was not applied to the screw head when it broke. There was no surgical delay or patient harm reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device broke intraoperative and was not implanted or explanted. Complaint part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.